Manufacturer narrative:
Device evaluated by MFR:returned product consisted of a avx thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in a fistula in the arm. Aspiration was initiated and blood was in the tubing. However, the device started leaking at the connection into the console. An error message to check saline supply and eventually replace the catheter displayed. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.